Event description:
User facility mandatory medwatch was received that stated the following: "patient one day post op mitral valve replacement was receiving care on the critical care unit. At 0100, there was an occurrence with the IV tubing that was being used to run three vasopressor medications. The nurse noticed that the end of the intravenous (IV) tubing was disconnected from the blue cap of the right internal jugular (ij) central venous catheter (cvc) briefly (approximately one second) and the nurse reconnected it to the same port. The patient became hypotensive. Despite maxed out vasopressors (neo-synephrine, levophed and vasopressin), the patient's sinus blood pressure was down to the 50's. It was noted there was a leak around the port. The IV tubing was then connected to a peripherally inserted central catheter (PICC) line and there still was a leak. Both times the connection was secure and the blue caps were also securely placed on the cvc/PICC. It appeared to the nurse that the end of the IV tubing was the cause of the leak. The patient was given a bolus of normal saline and an amp of calcium chloride during this episode. A new bag of levophed was started with new tubing and the blood pressure improved within ten minutes. Able to wean down the vasopressors by 0600." Upon further query, the following information was provided that indicated a delay in critical therapy following a leak. The tubing set was being used to deliver an unspecified volume of normal saline, at an unspecified rate, via a symbiq pump. The option-lok male adapter of the tubing set was connected to a clave port on the patient's right ij catheter. It was reported that a male adapter of an unspecified tubing set was connected to an unspecified clave y-site of the tubing set to deliver pitressin 100units/100ml, at a rate of 2.4 ml/hr, levophed 8mcg /50ml, at a rate of 18.8ml/hr, and neo-synephrine 80mg/250ml, at a rate of 18.8ml/hr. At 0100, it was reported that the patient's blood pressure (bp) was 129/65mmhg. At 0115, it was reported that the patient's bp decreased to 53/32mmhg. The patient was treated by increasing the levophed and neo-synephrine delivery rates to 37.5ml/hr. The patient was also given 500ml of normal saline, and 1gm of calcium chloride. At this time, it was reported that the nurse noted a "small leak" of solution coming from the connection of the option-lok male adapter and the clave port that was connected to the patient's ij catheter. It was reported the option-lok male adapter of the tubing set was disconnected from the clave port that was connected to the ij catheter and was reconnected to a clave port attached to the patient's PICC. After approximately five minutes, it was reported that solution leaked from the connection of the option-lok male adapter and the second clave port. The tubing set was replaced and the therapy was resumed. At 0130, it was reported that the patient's bp increased to 128/68mmhg. It was reported that between 0125 and 1000, the delivery of neo-synephrine was titrated down to a rate of 11.3ml/hr and the delivery of the levophed was titrated down to a rate of 13.4ml/hr. Though requested, no additional information was provided.

Manufacturer narrative:
User facility mandatory medwatch was received on 01/24/2012. The report number is (B)(4). The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.